Manufacturer narrative:
(B)(4).

Event description:
It was reported that a balloon rupture occurred. The patient presented with in-stent-restenosis. The target lesion was located in the left anterior descending artery. A 10/2.75 flextome¿ cutting balloon¿ catheter was selected to treat the lesion. During the procedure, the catheter balloon was delivered to the target lesion and dilatation was performed. However, the balloon ruptured before the pressure level was increased to 6atm which occurred at around 4atm. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR., the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a longitudinal tear in the balloon material at 2 mm proximal to the proximal end of the distal markerband for a distance of 11 mm proximally. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination found that the hypotube was kinked at various positions along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The patient presented with in-stent-restenosis. The target lesion was located in the left anterior descending artery. A 10/2.75 flextome¿ cutting balloon¿ catheter was selected to treat the lesion. During the procedure, the catheter balloon was delivered to the target lesion and dilatation was performed. However, the balloon ruptured before the pressure level was increased to 6atm which occurred at around 4atm. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.